Event description:
It was reported that this recently implanted right atrial (ra) lead was unable to obtain a pacing threshold in bipolar or unipolar configuration at maximum outputs. The patient has been asymptomatic to any loss of pacing on the atrial lead. It was noted all measurements on the right ventricular (rv) lead were satisfactory. The cardiologist will arrange for a chest imaging and a possible lead reposition. At this time the ra lead remains in service. No adverse patient effects were reported.